Event description:
It was reported that when the circuit was primed before use to the patient, blood product leaked from the infusion set side.

Manufacturer narrative:
E1 phone number: (B)(6). A product sample was received and is awaiting evaluation, investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3: the device was received for evaluation. Visual and functional tests were performed, which found a leak was originating from the crack on the infusate line luer. The probable cause was due to unintentional external forces on the luer.